Event description:
It was reported that the patient experienced a seizure. The patient's blood glucose levels declined to 86 mg/dl while wearing the pod for an unknown duration. The pod's controller fell and the controller's display was not working. The controller's display was flickering and did not allow entry of the passcode or any other user actions. The patient's parent attempted to give the patient something to drink, but was unable to get them to eat, as they were actively experiencing the episode and was clenching their mouth shut. The patient's parent was advised to follow up with the patient's regular doctor or go to the emergency room if necessary. The patient's parent had a backup method of insulin delivery.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported seizure. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.